Manufacturer narrative:
The reported complaint of "leak from the solex 7 catheter (lot # 162584)" was confirmed during functional testing of the returned catheter. A pinhole leak was observed from the middle of the serpentine balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Dried blood residue was observed in the serpentine balloon and inside the medial luered tubings. A functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was observed from the middle of the serpentine balloon; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for solex 7 catheter with lot number 162584. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The fluid ran into the patient's vasculature is an anticipated event. No patient's effect was observed.

Event description:
A patient underwent ivtm therapy after cardiac arrest. The solex 7 catheter (lot # 162584) was inserted into the patient's left internal jugular vein with no unusual resistance noted. The patient's body temperature at the start of the ivtm therapy was 36.99 °c. The target temperature of the cooling phase was set at 36.0 °c, and the console was set at max cooling mode. During the maintenance phase of the treatment, the thermogard system displayed an "air trap" alarm, and the nurse noticed that the 500-ml saline bag was empty. The nurse had issues getting the saline bag off the suk tubing spike, so instead of switching out to a new saline bag, she injected the initial saline bag with about 250-ml more of saline. Following this, the "air trap" alarm was cleared, the start-up kit (suk) was re-primed, and the treatment continued. After about 45 minutes, the nurse noticed that the saline bag was running empty again. Upon inspection, there were no traces of saline observed on the console, patient's bed, or the floor. In addition, luers connections were inspected and verified they were connected correctly. Catheter leak and infusion of about 750 milliliters of saline into the patient's bloodstream were suspected. The nurse was unsure if the thermogard console displayed any alarms the 2nd time. The catheter was removed and since the customer did not have any extra solex 7 catheter, a cooling blanket was used to complete the treatment. There was no device malfunction reported on the thermogard console. No consequences or impact to the patient.